Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a handshake connection damage occurred. A 1.25mm rotalink¿ burr was selected to treat the coronary artery. During preparation, it was noted that handshake connection of the burr was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a torn introducer sheath.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the complaint unit was carried out. The coil proximal to the strain relief was observed to be kinked and the introducer sheath was observed to be torn. An attempt was made to retrieve the handshake connection from under the catheter body. It was not possible to retrieve the handshake connection. The housing of the catheter was dismantled in order to retrieve the handshake connection. The handshake connector was contained within the sheath of the catheter. The sheath was cut and the handshake connector was exposed. The coil was observed to be kinked and the handshake connection of the catheter was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).